Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -4.00 diopter was implanted into the patients left eye (os) on (B)(6) 2023. Ghosting images are reported and patient is being monitored. The lens remains implanted. No further information has been provided. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).